Event description:
This spontaneous case was reported by an other and describes the occurrence of device dislocation ("essure migration") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.